Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned, causing injury, including, but not limited to filter was irretrievable and positive for mesenteric perforation which caused injury and damage to the patient.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional b5 narrative: additional information received from the implant procedure revealed the indication for filter placement was deep vein thrombosis. Ultrasound of the right popliteal fossa showed a relatively small popliteal vein which was slightly thickened but was readily compressible. An ascending venogram was performed and showed a small amount of bulky but nonocclusive thrombus in the right popliteal vein extending slightly , up into the right superficial femoral vein. Most of the right superficial femoral vein was free of thrombus. There was bulky , totally occlusive thrombus in the right common femoral vein with no penetration of contrast into the pelvis. Following this observation, the decision was made to proceed forward with ivc filter placement and thrombectomy. A cordis optease ivc filter was then deployed below the renal veins. A completion cavogram showed a good vertical position of this filter. There was no extravasation or disruption of the inferior vena cava. Attention was then returned to the right lower extremity.the thrombus was p penetrated using a glidewire and glide catheter. A cavogram performed through the glide catheter showed that the right common iliac vein was occluded at its origin. A trellis catheter with a 30 cm intraballoon distance was deployed over a glidewire. This was configured so as to treat the right iliofemoral venous system from the origin of the right common iliac vein. Ten minutes of pharmaco mechanical thrombectomy were performed with the adjunctive infusion of 10 mg of tpa. A progress venogram showed marked improvement, with penetration of thrombus up into the common iliac vein, but extensive bulky thrombus still remained. The plan was to infuse tpa into the thrombus overnight with a repeat venogram the following day. The patient returned approximately 10 weeks later. A repeat vena cavogram now showed occlusion of the vena cava. No extravasation was seen. A vena cavogram was performed superior to the filter through a glide catheter which showed wide patency of the vena cava above the filter. Over a glidewire, balloon angioplasty of the inferior vena cava was performed through the left femoral artery sheath using an 18-mm balloon. A front wall stent was visualized and the tract was dilated using 6- french, 8-french and 10-french dilators. An 11-french sheath was then inserted . A 24 x 70-mm wall stent was advanced and deployed. Considerable compression of the wall stent was seen in the region of the ivc filter. This was treated with addition al balloon angioplasty using the 18-mm balloon. A completion venogram performed through the right femoral vein sheath showed the stents to be widely patent and in good condition. The inferior vena cava was now widely patent with a normal flow pattern. Additional information was received from a patient profile form (ppf) that the patient had perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, the filter embedded in the wall of the ivc and the device was unable to be retrieved. A filter removal attempt was made approximately two months after filter placement. The filter was reported to have fractured. The patient reported that she has to take warfarin to thin blood so the blood can get through the filter still the in the vein. She also reported having to take monthly blood tests, restrictive diet and always aware of filter still in the vein. The attempt of removal was painful. The patient also worries about not knowing what could happened due to the location of the filter should a blockage happen. Please note additional updates to sections a2, b3, b7 , d4 and d11. Please note additional h6 codes: filter-retrieval difficulty, 1528. Filter migration-3026. Occlusion, 2422. Perforation of vessels, 2135 it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, migration, embedded and device unable to be retrieved approximately ten years and three months post implant. An unsuccessful percutaneous retrieval attempt was made approximately ten weeks post implant. The patient also reported anxiety related to the filter. According to the medical records, the indication for the filter implant was deep vein thrombosis (dvt). Initially the right popliteal fossa vein was accessed and an ascending venogram was performed which showed a small amount of bulky non-occlusive thrombus in the right popliteal vein and, bulky, totally occlusive thrombus in the right common femoral vein with no penetration of contrast into the pelvis. As such the decision was made to proceed with ivc filter placement to prevent pulmonary embolism during the course of the treatment for thrombectomy. Access was made at the left popliteal fossa and the 6fr optease insertion sheath was advanced to the level of the iliac venous confluence. A power injection was performed, the left common iliac vein was normal and the ivc was free of thrombus. The ivc filter was then deployed below the renal veins, a completion venogram showed good vertical position of the filter with no extravasation or disruption of the ivc. Pharmacomechanical thrombectomy was then performed on the right iliofemoral venous system from the origin of the right common iliac vein. Ten minutes of thrombectomy was performed with adjunctive infusion of tissue plasminogen activator (tpa). A venogram showed marked improvement with penetration of thrombus up into the iliac vein, but extensive bulky thrombus remained. An infusion catheter was then placed for catheter directed thrombolysis. Two days later the patient was brought back to the lab for re-evaluation. Baseline venogram showed complete resolution of thrombus in the right popliteal and right superficial femoral veins. There was a 70% residual stricture in the right common iliac vein. This was treated with the placement of a 16mmx90mm wall stent. Completion venography showed complete resolution of the venous stricture, no residual thrombus and the ivc was noted to be widely patent with no thrombus in the ivc filter. The plan was to remove the ivc filter in about four weeks. Approximately ten weeks later the patient returned for filter removal. The patient insisted on waiting longer than four weeks as they did not have any sick days available. Access was made via the left common femoral vein. An ivc gram showed the left common iliac vein and the ivc to be widely patent. The filter was seen in its usual position, unchanged from the time of implant. An 8-french sheath was inserted, and a 12 x 20 tri-loop snare was easily used to grasp the retrieval handle of the filter. The physician was able to collapse the proximal 2/3 of the filter into the sheath, but despite exceptionally extensive efforts, the final 1/3 of the filter could not be collapsed. Cinefluoroscopy showed that the filter had moved considerably distally, coming down almost to the iliac confluence. Despite the filter moving it could not be removed. A repeat vena cavogram now showed occlusion of the ivc, no extravasation was seen. As such the right common femoral vein was accessed and balloon angioplasty of the ivc was performed with stent implantation into the ivc and the right common iliac vein, with final balloon angioplasty. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. It was noted that during the attempt to remove the filter, ivc occlusion was observed. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Filter migration is a known potential adverse event associated with all ivc filter implants, as listed in the IFU. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, and/or procedural factors, such as with this particular incident. Without images available for review the reported events could not be confirmed or further clarified. Stress/anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.